Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of repeated use. Device was submitted for further analysis. Analysis determined the fracture occurred at the first thread of the screw. Fracture surface artifacts suggest a rotational fatigue fracture. The distal surface of the impactor pad has numerous contact and wear marks. The through-tube of the impactor also fractured. The surface has significant smearing; possibly suggesting it fractured before the screw. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument fractured. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.